Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they can feel the device pulsating perpetually in their butt cheek since implant. Patient said when they first woke up from the procedure they could feel it and then probably about 2 days later it will pulsate not where it was inserted but in the lower portion of their buttock. Patient stated this had been going on and off. Patient mentioned it was uncomfortable enough that sometimes they couldn't sit. The patient turned the stimulation down but the level of pulsating was still the same even though they decreased the stimulation. Patient has tried different positions to see if that makes a difference and it doesn't because they were still feeling the uncomfortable stimulation. Sometimes their body doesn't feel it at all and then like this morning they felt it all day and all morning. Patient also mentioned that if they shift sometimes they get a nasty zap with it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said at one point they turned stimulation off because they never got used to the "zapping".